Manufacturer narrative:
Results - review and confirmation of manufacturing records was performed. No anomalies were found. Conclusion - it cannot be determined whether the event was related to device performance, or patient condition.

Event description:
Boston scientific crm received information that this left ventricular lead was surgically abandoned due to high threshold measurements. No adverse patient effects were reported.